Event description:
It was reported that the 7700 system had a laser dap aperture failure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The laser dap was replaced and calibrated during the service call. The system was tested and found to be working as intended and put back into service.